Event description:
On (B)(6) 2013 the patient contacted animas in regards to a supply order, and mentioned that she was back on another company¿s pump, because the animas pump was not administering insulin properly. The patient declined troubleshooting and did not provide additional details. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that the pump did not deliver insulin as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.